Manufacturer narrative:
The device was not returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Event description:
It was reported that the patient is having a rash from the 63b electrodes after they are on for two hours. The sales representative advised him to discontinue use until a zimvie customer representative contacted him. The patient is using hydrocortisone cream and hydro soaps. He is going to let his skin heal over the weekend and will try to wear the unit for only 1 hour for 1 week to see if that helps. Customer service advised the patient to try using the unit in 2-hour intervals. The patient said he will try that and get back it was later reported on (B)(6) 2022, the patient was prescribed fluconazole for the irritation from the 63b electrodes. The patient stated that he plans to continue treatment when his skin has healed and will call back if there are any issues. It was reported that no further information is available.